Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline disconnect event. Log files were attached for the heartmate 2 ventricular assist device. The event log noted ¿no external power¿ hazard at 05:20, ¿driveline disconnect¿ hazard at 05:31, and ¿pump off¿ at 05:34. It seemed like the pump was restarted around 05:34. It appeared that this was not a warranted driveline disconnect and that the patient¿s 14v batteries advised that they needed to be changed. It appeared that both batteries were disconnected, and ultimately the driveline was disconnected by the staff at this facility instead of reconnecting batteries. The patient was conscious throughout the event, and remains stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed a driveline disconnect event. The submitted log file captured the disconnection of both 14v batteries, followed by a driveline disconnect alarm on 07apr2022, resulting in a pump stop. This event appears consistent with the report by the account. There were no other notable events, and the pump appeared to have operated as intended before and after the pump stop. The patient remains ongoing heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Sections 2, 3, and 5 of the IFU as well as sections 2, 3 and 4 of the patient handbook, state that at least one system controller power cable must be connected to a power source (power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) at all times. The patient handbook explains all system controller alarms and the proper actions associated with them. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. No further information was provided. The manufacturer is closing the file on this event.